Event description:
It was reported that the patient was not using the occipital nerve stimulator. The anchor was causing pain in the neck. The patient recovered without permanent impairment.

Manufacturer narrative:
Removed analysis results of the n377720 leads as there were no allegations made regarding the leads. The product had an anomaly that was not significant to its in-vivo performance, or damaged from process of explant or post-explant handling. Evaluation code result was removed.

Manufacturer narrative:
Concomitant products: product ID 97791, serial # unknown, product type accessory; product ID 97791, serial # unknown, product type accessory; product ID 3986a70, lot # n377720, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3986a70, lot # n321528, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3986a70, lot # n377720, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3986a70, lot # n321528, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 97791, serial # unknown, product type accessory; product ID 97791, serial # unknown, product type accessory; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. Analysis results on the lead n377720 indicated that the stimulation lead body cut through the product segmented. Analysis results on the lead n377720 indicated that the stimulation lead body cut through the product segmented. Analysis resulted on the anchor product model 97791 indicated that the stimulation anchor inject anchor was cut. Analysis resulted on the anchor product model 97791 indicated that the stimulation anchor inject anchor was cut. (B)(4).